Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the splenic artery using a benchmark 6f 071 delivery catheter (benchmark). It should be noted that the patient had difficult anatomy and the splenic aneurysm was difficult to access. During the procedure, while advancing the benchmark through a non-penumbra sheath, the benchmark became stuck at the distal tip of the sheath and would not advance further. Therefore, the benchmark was removed. Upon removal, the benchmark was visually inspected and was found to have separated mid-shaft, exposing the coil-wind. The procedure was then aborted, but not due to the unusable benchmark. The patient was vomiting, nauseated, and unable to tolerate the rest of the procedure.